Event description:
The patient reported that the pump self rebooted after it fell from the table to the floor. The battery cap was reported to be > 2 years old but the patient denied any visible damage to the battery cap, the threads inside the battery compartment or the casing of the pump. This complaint is being reported because of the possibility that the pump rebooted without user intervention and without detectable physical damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): there was no physical damage found to the battery compartment. The battery cap was not returned with the pump for evaluation; a test cap was used for testing purposes and the intermittent power issue was not duplicated. The pump booted up to the verify screen with the appropriate auditory and vibratory alarms. An "ezprime" operation was performed on the pump with no issues found. The pump was exercised for 24 hours with no re-booting issues. There were no alarms noted in the pump's history related to the complaint. A review of the black box revealed that the pump rebooted several times on the reported event date. The pump was opened and no connection issues were found with the power terminals, printed circuit board or the power flex.